Event description:
Three locking screws, implanted in 2002, broke post-operative. Screws were implanted with a reconstruction plate which was used to span a 3cm defect following the removal of a sarcoma. During revision surgery in 2003, broken screws were removed followed by placement of a bone graft, same plate and new screws.